Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: on (B)(6) 2016, three boluses were successfully delivered by the user. The total daily dose history and basal history added up correctly to the current basal segment programmed by the user. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was tested for delivery accuracy during investigation and was found to be within specifications. Unrelated to the original complaint, the display was dim and discolored and difficult to read. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 450 mg/dl with unspecified ketones, excess urination, extreme thirst, symptoms of dehydration, and nausea. The reporter noted the patient was treated in an emergency room with intravenous fluids and other unspecified treatment; they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.